Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height drawer 5 was not detected on the communication bus. A field service engineer replaced the controller module and drawer board due to no indicator lights. The cubie functions failed the test, as several cubie lids did not open successfully due to an obstruction observed on the row board, then the row board cable was replaced, the drawer was reseated in the cabinet, and the station was rebooted. However, the issue persisted, as some cubies were randomly failing at different rounds of the test. A drawer swap was performed on the full height drawer 5 main, and pyxibus cable was reseated to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, the drawer was not detected on the communication bus, causing a delay to the patient's care. However, there were no adverse events or injuries reported based on this event.